Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged plunger. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using an unknown bd product was found to be deformed during collection of the abg. The following information was provided by the initial reporter. The customer stated: ¿on (B)(6) 2022, the needle plug of the arterial blood collector was found to be deformed during the collection of arterial blood gases, and a new arterial blood collector was immediately replaced¿.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using an unknown bd product was found to be deformed during collection of the abg. The following information was provided by the initial reporter. The customer stated: ¿on (B)(6) 2022, the needle plug of the arterial blood collector was found to be deformed during the collection of arterial blood gases, and a new arterial blood collector was immediately replaced¿.